Event description:
It was reported that the customer experienced high blood glucose levels without knowing the cause, reaching a peak of 594 mg/dl. The customer took corrective action by administering a correction bolus via the pump, and technical support advised inspecting the site, tubing, and connections. No issues with the cannula or t: lock were observed, confirming proper insulin storage and labeling compliance. Technical support instructed the customer to replace supplies as needed, continue monitoring blood glucose levels, and consult a healthcare professional for further guidance.